Event description:
It was reported that the standby valve of the compressor needed to be replaced. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the device was cycling in and out of stand by. The device was investigated on site and the stand by valve was replaced. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The replaced stand by valve was not returned for investigation. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. If no oxygen is connected to the ventilator, the event could in worst case lead to stop of ventilation, alarms will be generated to alert the operator. The conclusion in this matter is that the reported issue was caused by a faulty standby valve. Since no goods was returned the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).